Manufacturer narrative:
The device was returned for evaluation and an engineering evaluation was performed. The returned device was visually inspected, and the following was observed: pinhole leakage was observed on the proximal shoulder of the inflation balloon. No other damage or abnormalities were observed. A review of edwards lifesciences risk manage ment documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of balloon leak and withdraw difficulty were confirmed based on evaluation of the returned complaint device and provided imagery. No manufacturing non-conformances were identified during engineering evaluation. A review of DHR, lot history, manufacturing mitigations and complaint history did not provide any indication t hat a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU and training manuals revealed no deficiencies. As reported, ''during valve deployment, the balloon of the commander delivery system 'burst' (was leaking)''. As reported, per medical opinion, ''the delivery system balloon ruptured due to contact with stj calcium''. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. It is possible that the balloon negatively interacted with the patient calcification when positioning, became damaged and resulted in the reported leakage. However, without applicable patient/procedural imagery , a definitive root cause is unable to be determined. Available information suggests that patient factors (calcification) may have contributed to the complaint event. As reported, ''the valve was partially expanded, but not enough to be released from the balloon''. The difficulty withdrawing the thv may have been related to partially expanded balloon material becoming caught on the thv frame. However, without applicable patient/procedural imagery, a definitive root cause is unable to be determined. Available information suggests that procedural factors (balloon caught on partially deployed thv) may have contributed to the complaint event. No device or labeling problem was identified during the evaluation. Therefore, no further escalation (CAPA/scar/pra) is required. Per the instructions for use (IFU ), coronary flow obstruction is a known potential adverse event associated with the transcatheter valve replacement procedure. The IFU cautions that safety and effectiveness have not been established for patients with bulky calcified aortic valve leaflets near coronary ostia. In addition, it warns that caution should be exercised in implanting a bioprosthesis in patients with clinically significant coronary artery disease. Coronary obstruction can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g., percutaneous coronary intervention (pci)). Multiple patient factors could put the patient at risk for coronary flow obstruction during the thv procedure, including significant underlying coronary artery disease and bulky calcification of the native leaflets and root. Displacement of calcium deposits with embolization of debris into one of the arteries, or aortic dissection with continuity of the rupture into the intima of one of the coronary ostia, can result in this complication. Additionally, minimal distance between the native annulus and the coronary ostia, bulky calcification, long native leaflets, and obliterated coronary sinuses. Procedural factors such as torn native leaflet during balloon valvuloplasty, plaque shift, deployment of the bioprosthetic heart valve too aortic, and significant valve over sizing could also contribute to this complication. The edwards thv training manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure specific training manuals, and proctored procedures. The physician is instructed to evaluate this risk early in the patient screening process in all patients the following factors should be considered: degree of calcification on leaflets, annulus to coronary ostia distance, length of the valve leaflet, width of the valsalva sinuses, movement of the leaflets during bav, patency of coronaries during bav, and expanded height of the intended thv. The training manuals also provide the following tips for detecting risk for left main occlusion: (1) aortogram or tee before thv implantation to reveal bulky calcified leaflets; (2) during pre-dilatation, note bulky calcification on valve moving towards ostium on left main; and (3) consider aortogram during valvuloplasty to assess coronary flow. The edwards thv manuals also advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure specific training manuals, and proctored procedures. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest that both patient and/or procedural factors may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Supplemental report submitted to correct h6 coding. Corrected h6: health effect impact code(s), health effect clinical code (s), and device code(s). The investigation is ongoing. A supplemental report will be submitted upon completion.

Event description:
Edwards received notification from our affiliate in canada. As reported, this was a case of an implant of a 29mm sapien 3 valve in aortic position by transfemoral approach. During valve deployment, the balloon of the commander delivery system "burst" (was leaking). The valve was partially expanded, but not enough to be released from the balloon. The partly expanded valve and delivery system caused an obstruction to the lv outflow of blood and therefore, hemodynamic instability occurred. For this reason, the delivery system and valve were pulled back together, restoring hemodynamic stability. Therefore, it was needed to implant the valve in the descending aorta. The sapien 3 valve in the descending aorta was post-dilated with a 25mm edwards bav catheter to secure it. Then, valvuloplasty of native annulus was performed with the same bav catheter. A second 29mm sapien 3 ultra kit was prepared and this second valve was successfully deployed. The procedure was successful with no harm to patient. Per pre-decontamination findings, a balloon pinhole leak was observed. Per medical opinion, that the delivery system balloon leak was due to contact with sino tubular junction (stj) calcium.